Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of aneurysm enlargement, type 3a endoleak with partial separation and a secondary procedure. Clinical was also able to find substantial evidence to support the additional finding of the following; repair of the right common femoral artery due to plaque dissection during the index procedure, dilation and a type 3b endoleak of the cuff discovered on (B)(6) 2017 and migration of the cuff discovered on (B)(6) 2017. The most likely cause of the compromised stent graft integrity of the suprarenal cuff was related to the strata graft material. The most likely cause for the loss of seal was related to the compromised stent graft integrity and migration of the suprarenal cuff. The most likely cause of the migration could not be determined. The patient was discharged home on post-operative day one. No additional negative patient sequelae were reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, during a routine follow up, a type 3a endoleak with sac growth was discovered. On (B)(6) 2017, the physician elected to implant two (2) additional suprarenal aortic extensions to resolve the endoleak. There have been no additional patient sequelae reported.